Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, kidney disease or toxicity, lung disease, other (unspecified event), respiratory failure, lung damage, kidney damage, respiratory issues, reactive airway disease (rad), and acute respiratory distress system (ards). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.